Manufacturer narrative:
Complaint confirmed, the head detached after the weld broke. The bent pins suggests the head was bent. A likely cause of the event is prying/leveraging the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the head of the device broke off during an acromio clavicular dislocation surgery. The broken piece was retrieved from the patient's body. According to the reporter, the surgical technique had to be changed but no details were given what had to be changed and the following was reported: "unusable material has to be replaced by another system whose secondary ablation will be necessary". Update 22-june-2020: the following information has been made available today: it was impossible to put on the endo-button, so the surgeon put a pin to hold the collarbone in place in front of the scapular. The surgery took approx. 30 - 45 min longer than expected due to this incident.